Event description:
(B)(4). Allergic reactions start to increase. I am now on 6 antihistamines a day and a med for breakthrough issues. I have developed head to toe hives of unknown origin.. They at times cause wheezing... Problem is I'm allergic to epinephrine, the med given for anaphylaxis. If my condition gets to that point (which it rapidly is), I have no recourse or med I can take.